Event description:
It was found during the investigation of the returned pump that the reported latching issue was confirmed. There was no patient involvement, and no patient harm / adverse event reported.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were carried out. Upon visual inspection lcd scratch was observed. Upon functional testing upstream occlusion sensor test failed. Latch sensor was not working. Event history log was reviewed. The reported event was confirmed through visual inspection. The probable cause of the reported issue is unknown. Replaced, latch mechanism assembly. Performed physical latch test. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Also found additional issues. Replaced protective lens.